Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. The customer experienced an elevated blood glucose level of 652 mg/dl. The customer went to the emergency room (ER) on (B)(6) 2025, and was subsequently hospitalized in the intensive care unit (ICU). The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the hospital 8 hours later on (B)(6) 2025 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.